Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units ac power not coming on. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. Additional information: e1(event site state - bihar) & tel - (B)(6). It was reported during routine check cardiosave intra aortic balloon pump (iabp) had a issue with ac power not coming. A getinge field service engineer (fse) checked then we found that ac power not coming and also showing connection error. He remove the pump console from hospital cart & reinsert the pump console. Now machine tested found working ok. There was no patient involvement.

Event description:
N/a.